Event description:
Breast flap surgery. Patient had a peripheral intravenous line in her left foot. When the drapes were removed at the end of the case, it was noted that left lower extremity and foot had multiple blisters and the toes were black. Patient then had issues with compartment syndrome of that foot. It was thought this may be due to a faulty IV pump as there was no alarms or any indication of occlusion during the or case.